Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that four shocks were recently received, the patient went to the hospital and the device was reprogrammed. The patient stated that two additional shocks were received afterwards. Technical services (ts) referred the patient back to the device clinic. Subsequently the clinic requested a review of programming changes as this patient received two inappropriate shocks and one inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed changes made by the health care professional (hcp) and agreed the changes appeared appropriate. The therapy appeared to have slightly accelerated the rhythm. This ICD remains in service. No additional adverse patient effects were reported.